Manufacturer narrative:
The information in this report was provided by (B)(4) legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The lawyer reported that the patient fell in his house that caused a shift in the hip prosthesis. Immediately after the injury, a manufacturing defect of the prosthesis was detected. The patient has undergone surgery for the removal of the damaged device.

Manufacturer narrative:
An event regarding disassociation involving an hipstar stem was reported. The event was confirmed based on review of the explanted device images. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The lawyer reported that the patient fell in his house that caused a shift in the hip prosthesis. Immediately after the injury, a manufacturing defect of the prosthesis was detected. The patient has undergone surgery for the removal of the damaged device.